Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported ¿about" after 40 minutes of treatment with a prismaflex m100 set, the technician realized the pbp line was broken at the junction of the pbp line with cartridge. It was reported the set was unloaded and treatment was restarted with new disposable set. It was reported the event occurred four times. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that one side of pbp pump segment is disconnected from support plate. The reported condition was verified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.